Event description:
It was reported that an unfolder emerald cartridge has a bump in the plastic and cutting the patient's operative eye. The uneven cartridge tip was cutting the patient, the tip is uneven and not smooth. There was no medical or surgical intervention outside the standard of care required. The product was discarded. No further information provided.

Manufacturer narrative:
Section a2: age/date of birth: unknown/not provided. Section d6a: if implanted; give date: n/a (not applicable). The cartridge is not an implantable device. Section d6b: if explanted; give date: n/a (not applicable). The cartridge is not an implantable device. (B)(6) section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code: 4581 incision enlarged. Section h6: health effect - clinical code: 4625 incision enlarged. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.